Event description:
Customer alleges the right motor/gearbox is leaking and the van seat recline lever is broken, which causes it to release and seat goes forward. Qt #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51p, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the right motor / gearbox is allegedly leaking grease. The van seat recline lever is allegedly broken. When it is released the seat goes forward. Replacement parts are on warranty quote #(B)(4). Dealer is to call back for RMA so product can be returned to invacare for an inspection and evaluation. No injury.